Event description:
According to the reporter, when the package was opened, the loop was broken. The procedure was completed with another device. The event occurred prior to the procedure so there was no patient involvement.